Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00340. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where model 3245 was removed and replaced. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00340. It was reported the patient is experiencing a change in his stimulation. The patient has suffered falls in the past. Lead diagnostics revealed model 3245 has high impedances on all contacts. In addition, the patient is experiencing uncomfortable stimulation with the model 3183 lead. Surgical intervention may be pending to address this issue.